Manufacturer narrative:
The reported event of auto-reducing/ unable to set ipg to MRI mode was confirmed. As received, microscopic inspection and the continuity testing showed the returned lead found some damage on the outer tubing and several broken wires on the paddle.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was unable to place ipg into MRI mode due to high impedances. As such surgical intervention was undertaken wherein the lead was replaced.

Event description:
Additional information received indicated fracture was visibly seen and therapy was restored following the procedure.